Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, an error code was found in the ventilator's downloaded error log. The device's oxygen blending module subassembly needs to be replaced to address the issue. The unit was not repaired.